Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds. The physician elected to no longer use the lead and replace it. The patient was in stable condition post surgery.